Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing ¿high¿ blood glucose (bg) values with moderate ketones (specific bg values were not provided); cause was unknown. A correction bolus vis the pump was delivered to address bg. Recommendation was made to discuss diabetes management with a health care professional.